Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system had to be rebooted but took 15 minutes to reboot, after the reboot, all system functions were restored, and they were able to continue the procedure by 15-minute delay. The philips field service engineer (fse) checked the device onsite and confirmed that the system shut down abruptly during a cardiac catheterization procedure. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles and found an sib error, but nss indicated that the sib error in the logs was unlikely to be related to the system power-off issue. On further troubleshooting the fse found that the ups was unable to sustain system power due to defective batteries in the ups cabinet. To resolve the issue fse replaced the ups battery set and mpd control unit, verified proper operation by testing the transfer switch and system backup. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minutes of delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down and took an extended time to boot back up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.